Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for a no disposable alarm is the downstream occlusion (dso) sensor. The most probable cause for air noted in line is user error, most probably caused by medication being added too quickly into the disposable. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable alarm. Troubleshooting was performed and the alarm returned. Air was noted in the line. Residual volume was 38.5 ml, continuous rate at 1.3 ml, and 81.55 ml was given. No patient injury was reported.